Event description:
It was reported that during a tul (transurethral lithotripsy) procedure, the tip of the stone cone retrieval coil detached. The retrieval coil was being used with a holmium laser to retrieve a stone at u2. The stone was first crushed using the laser. The stone cone was inserted into the target lesion using a ureteral scope and the scope was remove. The stone cone was then placed outside of the scope and the scope was inserted again. Lithotripsy was begun. During breakage of the stone, the stone cone was moved back and forth to prevent damage from the laser. During the procedure, the distal tip of the stone cone detached in the ureter and was not retrieved from the pt. The physician suspects that the detachment may have occurred due to the laser. The physician attempted to remove the detached portion using biopsy forceps, but was unsuccessful. The detached portion remains in the pt and another procedure has been scheduled to retrieve the fragment in 2008. No further pt complications were reported.